Manufacturer narrative:
H6: investigation summary a complaint of tubing splitting causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 30204e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was damaged causing leakage. The following information was provided by the initial reporter: ER and CT have noted an occurrence of tubing leaking /split after patient had high pressure injection thru the tubing: 30204e extension tubing is split/leaking from the flexible plastic tubing closest to patient end. CT tech have had to change over the tubing.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was damaged causing leakage. The following information was provided by the initial reporter: ER and CT have noted an occurrence of tubing leaking /split after patient had high pressure injection thru the tubing: 30204e extension tubing is split/leaking from the flexible plastic tubing closest to patient end. CT tech have had to change over the tubing.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of tubing splitting causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 30204e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.